Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited low defibrillation impedance, which led to instances of inappropriate shock on (B)(6) 2022. The physician reprogrammed the ICD's shock configuration, and the patient is described as stable.

Event description:
Related manufacturer reference number: (B)(4) new information notes high defibrillator impedance noted on both implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.